Manufacturer narrative:
An event regarding crack/fracture involving a scorpio other instrument was reported. Visual inspection of the returned device confirmed the event. Method & results: product evaluation and results: visual inspection of the returned device noted the following: examination of the returned device with engineer indicated that this product has damage consistent with that described in CAPA related to pin fracture. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been 2 other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During the operation, a part to be driven into the tibial plateau in the proximal part of the product was broken. The debris has been collected.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the operation, a part to be driven into the tibial plateau in the proximal part of the product was broken. The debris has been collected.